Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that arthroscopic pusher/cutter was not cutting. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it was observed that the device shows noticeable wear marks, as expected in this type of reusables devices. Under magnification of the inner tip, it was found that the edge was dull. To test its functionality. A sample suture was used, it was placed into the cutting hole, and the device was not able to cut the test suture. A manufacturing record evaluation was performed for the finished device lot number: 13p02, and no non-conformances were identified. Based on the visual inspection and functional test findings, this complaint was confirmed. The manufactured date of this device is 2013 hence indicates that is 10 years old. The possible root cause for the issue experienced by the customer can be attributed to the repeated and constant use of the device, therefore, the continuous use and sterilization process can cause metal fatigue leading to dull edges and consequently the suture cannot be cut. As per the IFU 107540 inspect devices for, damage including but not limited to cracks and wear, also inspect the devices for proper function, including but not limited to, sharpness of cutting tools. End of life of devices is determined by wear and damage due to surgical use and handling. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. D9: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: device manufacture date is not currently available e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure on an unknown date the arthro pusher/cutter device was not cutting. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.